Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant result with another antigen test. Customer communicated the quidel antigen test was a faint positive and another brand was negative. No confirmation testing has been performed and symptomatic status is unknown.